Event description:
The user facility reported that the vigiglide guide wire separated during the operation of a bile duct stenosis. Follow up communication with the user facility confirmed the following: (1) a flexima stent which had a thread attached to its proximal end, was inserted completely into the bile duct for the inside stenting operation; (2) when the stent was deployed, a resistance was felt; (3) when checking the actual sample later, he found that the coating of the wire had been separated from the wire; (4) the separated segments dispersed in the bile duct; (5) during this operation, the segments were collected with a basket forceps and other devices and was removed from the patient; (6) the operation was completed successfully; and (7) it was reported that the patient recovered from the operation.

Manufacturer narrative:
Results: is based on evaluation of user facility information & the returned sample; is based upon evaluation of undamaged sections of the returned sample. Conclusion: is based upon evaluation of user facility information & the returned sample; is based upon evaluation of undamaged sections of the returned sample the actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the urethane layer had been completely sheared off the wire, exposing the core wire on the area from the distal end to approximately 43mm from the distal end and that the outer layer had been partially sheared off on the area approximately 180-280mm from the distal end of the shaft. Magnifying inspection of the urethane-sheared segment found that the urethane layer had been ripped off at approximately 46mm from the distal end; deformation of the urethane coating was found. Electron microscopic inspection of the segment around 43-46mm from the distal end did not reveal any damage which would have been a trigger of the generation of the ripping or deformation of the urethane layer. The bending strength was evaluated and confirmed to meet manufacturing specification and to be equivalent to that of the current product sample. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturing specifications and to be equivalent to that of the current product sample. The adhesive strength of the ptfe coating to the core wire was determined on the undamaged segment and verified to be equivalent to that of the current product sample. A reproductive test showed that the actual sample was subjected to a pulling force and torque force in the state of its urethane layer being trapped with an object. The urethane coating on the distal segment of a guide wire sample was fixed with forceps gently. In this state an instantaneous pulling force was applied while some torque force being applied to the sample at the same time. As a result, the guide wire sample got fractured. Magnifying inspection of the urethane layer at the separation found it had been ripped off with no generation of deformation on the urethane layer. The state of damage on the actual sample was not duplicated. Simulation testing was conducted on a current product sample of the visiglide guide wire. (1) the test sample was let to have contact with a sharp tool on the ptfe coated segment by pushing the ptfe coated segment against the sharp tool. In this state the test sample was pulled in the proximal direction. The coating was sheared off the shaft and some sheared portions came off the shaft. (2) the test sample was let to have contact with an inserter on the ptfe coated segment by pushing the ptfe coated segment against the inserter. In this state the test sample was pulled in the proximal direction. No damage was generated on the shaft. (3) the test sample was fixed to a plastic torque device gently on the ptfe coated segment in this state the test sample was pulled in the proximal direction. Some longitudinal scratches were generated on the coating. No peeling of the coating or no exposure of the core wire occurred. (4) the forceps elevator on the endoscope was raised while a guide wire was inserted in it. The guide wire came into close contact with the forceps elevator. Subsequently when the guide wire was subjected to further pushing and pulling forces in this state, it was exposed to a frictional force exceeding the product's strength limit, resulting in shearing of the coating off the shaft. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. There is no evidence that this event was related to a device or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the deformation on the distal end is most consistent with being subjected to some torque forces and an instantaneous pulling force during attempts of releasing the trap, resulting in the separation of the urethane layer. The appearance of the shearing off the ptfe coating is consistent with the sample being in close contact with a sharp object and in this state it was subjected to repetitive pulling and pushing actions, when it was exposed to abrading forces which exceeded the coating's adhesive strength. From the available information, however, it cannot be determined definitely how and when the actual sample had close contact with a sharp object. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).